Event description:
There was a report that a surgeon used cornerstone hsr with bmp and the pt allegedly presented with weakness of all four limbs 48 hours post-op. A revision surgery was done to alleviate the alleged weakness, but the symptoms are still present.